Event description:
It was reported that pump displayed malfunction alarm with code that could be reset, and there were no notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not yet reset pump for this malfunction, so technical support provided pump reset instructions and customer planned to perform reset later and call back if malfunction continued or occurred again.